Event description:
During a coronary stenting procedure, the product did not cross the target lesion. Upon further inspection after the stent was removed, stent strut uplift was noted. There was no reported patient injury. Upon receipt of the produt and in review of the product analysis report, the proximal stent struts were uplifted.